Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 chemistry analyzer. The customer had replaced the sample probe prior to fse arrival. The failure mode was identified as a defective sample probe. The sample probe was replaced to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).